Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled routine pulse generator change put procedure due to normal elective replacement indicator. The left ventricular lead exhibited normal electrical function but imaging revealed the lead had externalized conductors behind the proximal electrode. The physician elected to continue using the lead with the new pulse generator. The patient was in stable condition post surgery and would continue to be monitored.